Manufacturer narrative:
PMA/510(k)#: p100022 and s001. (B)(4). The ziv6-35-125-6.0-120-ptx of lot number c793668 was implanted in the patient and is therefore not available for evaluation. With the information provided a document based investigation was carried out. It can be noted that worsened claudication has been indicated in the complaint description as well as in the additional information sheet. Worsened claudication indicates progression of peripheral artery disease. It may be noted that restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It is very unlikely that the reported event could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined. According to the additional information form, angiograph/CT/x ray images are unavailable to support the complaint investigation. As no imaging was available; no other comments can be made. There is no evidence to suggest that restenosis did not occur, therefore the complaint is confirmed based on customer testimony. It may be noted that worsened claudication and restenosis of the stented artery are known potential adverse events associated with the placement of this device. Prior to distribution, all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided, pta with a balloon catheter was performed against the restenosis and the patient recovered. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On (B)(6) 2012, a ziv6-35-125-6.0-120-ptx was placed in the patient in the area from right upper sfa to the right middle sfa. On (B)(6) 2015, restenosis of the stented lesion was confirmed. Worsened claudication was observed on the patient. On (B)(6) 2015, pta with a balloon catheter(nse 4mm-40cm / (B)(4)) was performed against the restenosis and the patient's condition recovered. No further adverse effects to the patient were reported as occurring as a result of this incident.